Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation in the legs and had high impedances in multiple contacts. All components were explanted and discarded per hospital policy.